Event description:
It was reported that the patient's blood glucose level was in the 300s mg/dl range while wearing the pod between 36 and 48 hours. The patient reported that they activated a pod on (B)(6) 2026 after which their blood glucose levels became elevated. The patient denied receipt of any alarms or alerts. They confirmed that the pink slide moved forward and the cannula was inserted into the skin during wear. The patient did not noticed any redness/swelling nor insulin leakage at the insertion site. At the time of call, the patient was still wearing the pod, however stated that they would remove the pod later that day. Reported blood glucose level during the call was 215 mg/dl.

Manufacturer narrative:
Investigation of the returned device found a tear in the external portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios.omnipod software app version: 2.1.0.operating system: 26.4.hardware: iphone16.1.cgm sensor type: g7.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.